Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user mentioned two tablets or packaging are jammed between cubie top and causing the cubie not to open and failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user had dropped 2 tablets next to a mini pocket, causing the cubie to jam and preventing it from opening. The field service engineer guided the customer to log into the hardware test application and attempted to recover the drawer but were unsuccessful. Both tablets were eventually removed, but the drawer could not be recovered. Then the user logged it as a discrepancy in the system, but the issue was resolved by the pharmacist team. The user verified the drawer functionality. Finally, the fse verified that all rubber rail bumpers were in place and ran a verification test in hardware test application. The system functioned as intended after the field service engineer and pharmacist resolved the issue.